Manufacturer narrative:
The liberty cycler was not repaired or replaced against this complaint. The device history record (DHR) was reviewed. According to the last DHR entry there was fluid found in the pressure tubing. The mushroom head was checked and top/bottom tubes removed. During testing, device completed and passed all tests. In addition, the device record review confirmed the labeling, material, and process controls were within specification. There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of hernia. However, there is a possible association between the event and the increase in intra-abdominal pressure that occurs during pd therapy.

Event description:
Medical records were received from the patient"s treatment facility. On an unknown date, the patient underwent laparoscopic pd catheter placement in the right lower quadrant. During the procedure, it was noted the patient had a 3cm ventral hernia adjacent and inferior to the exit site of the pd catheter in the right lower quadrant. On (B)(6) 2016, the patient presented to a hospital for an elective outpatient day surgery to address the ventral hernia. General anesthesia was induced without incident, and the hernia was reduced, retracted and repaired with a large bard perfix plug. As of (B)(6) 2016, the patient continues (B)(4) therapy.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon final review of medical records and completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient underwent hernia repair. Follow up with the patient's peritoneal dialysis registered nurse (pdrn) indicated the patient had their catheter replaced and during the replacement a hernia was found. Subsequently the patient underwent an outpatient procedure to repair the hernia on (B)(6) 2016. The patient is currently performing peritoneal dialysis treatments at home.